Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system was giving level sense error messages on samples that had adequate amount. Customer reported that there was crystalline build up as well as liquid wash buffer around the wash tower area. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the level sense error was caused by air in the sample line of the left 3-way valve. The fse replaced the valve and performed alignments. The fse found that the drain peri-pump tubing was flattened causing the wash buffer to not drain properly and overflowing at the wash tower. The fse replaced the tubing and the system was washing and draining normally following the repairs. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).